Manufacturer narrative:
(B)(4). Evaluation findings of fiber broken within the connector. One flexiva 365 laser fiber was returned for analysis. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. There was no damage noted along the body of the fiber and fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam seen exiting the distal tip was round and dim, this indicated that the fiber was broken within the connector. As a result, effective transmission measured 31.6%. The condition of the returned device confirms the reported event. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on october 6, 2016 that a flexiva 365 laser fiber was used during a cystoscopy, retrograde pyelograms, laser lithotripsy, stone basket extraction and ureteral stent insertion. Reportedly, the laser unit used was laserscope holmium laser. According to the complainant, during preparation and outside the patient, the fiber was tested prior to use it would only test at 30%. The fiber test was performed several times to make sure the reading was accurate. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.